Manufacturer narrative:
Philips has investigated this complaint and confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. To re-establish the connection the customer removed and re-inserted the battery. When the battery is removed, the power to the footswitch is removed which resets the software. Philips has initiated a medical device correction (2021-igt-bst-020). Philips has completed a good faith effort to get patient information. However, the customer has not provided the requested information. Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch lost connection with the base station and the wifi indicator was flashing red. No patient harm has been reported to philips. Philips has started an investigation of this complaint.